Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) could not change from black-white to black-black despite multiple attempts. The procedure was completed using a suture device. There was no reported patient injury. The surgeon had attempted to use the exoseal vcd to seal the femoral artery puncture site. The exoseal vcd was used during an interventional procedure via a retrograde approach. The physician was certified in the use of the device, which was stored and prepared according to the instructions for use (IFU). An apt non-cordis sheath introducer was used. No device or packaging damage was noted prior to use. The femoral artery¿s suitability, vessel diameter (=5mm), and appropriate insertion angle were confirmed via angiography. No calcium, plaque, tortuosity, stents, stenosis greater than 50%, recent closures, or pre-existing conditions were observed at the puncture site. During use, the sheath and vcd connected without issue, the wire cowling locked with an audible click, and pulsatile flow was seen from the indicator. Retraction of the sheath and vcd continued until bleed-back slowed significantly. The physician did not place their thumb on the deployment button during retraction. No red color appeared in the indicator window. Upon removal, the indicator wire loop was visible with no abnormalities. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed. An 8f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever fully depressed, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18407209 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since the functional analysis was completed and full window transition with successful deployment was achieved. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, the device was returned with an 8f sheath inserted into the 7f exoseal device. As reported in the product description within the instructions for use (IFU), ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) could not change from black-white to black-black despite multiple attempts. The procedure was completed using a suture device. There was no reported patient injury. The surgeon had attempted to use the exoseal vcd to seal the femoral artery puncture site. The exoseal vcd was used during an interventional procedure via a retrograde approach. The physician was certified in the use of the device, which was stored and prepared according to the instructions for use (IFU). An apt non-cordis sheath introducer was used. No device or packaging damage was noted prior to use. The femoral artery¿s suitability, vessel diameter (=5mm), and appropriate insertion angle were confirmed via angiography. No calcium, plaque, tortuosity, stents, stenosis greater than 50%, recent closures, or pre-existing conditions were observed at the puncture site. During use, the sheath and vcd connected without issue, the wire cowling locked with an audible click, and pulsatile flow was seen from the indicator. Retraction of the sheath and vcd continued until bleed-back slowed significantly. The physician did not place their thumb on the deployment button during retraction. No red color appeared in the indicator window. Upon removal, the indicator wire loop was visible with no abnormalities. The device will be returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.